Event description:
During prime, the customer received a 'waste valve not operating correctly' alarm. The customer changed the kit and started the priming over. Later, (B)(4) became aware that the (B)(6) pt had passed away the next morning prior to making it into emergency liver transplant surgery.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.